Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was having issues with the insulin pump. The insulin pump received a weak battery alarm, failed battery test and battery out limit alarm after changing the battery multiple times. The customer's blood glucose was 387mg/dl, treated with insulin injections. The customer refused high blood glucose troubleshooting. In addition, the customer reported a blank display and a cracked battery cap. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and function properly. No blank display or display anomaly noted. No damage was found inside the insulin pump noted. The insulin pump function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. No unexpected low battery, failed battery test, battery out off limit or off no power alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.